Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investiagted in our service laboratory in sao goncalo, brazil: history analysis: on 01/26/2021, at 14:26:26, with the infusion stopped, the stand by function was activated and deactivated by the user within an interval of three seconds. On 01/19/2021, at 14:33:12, with the equipment ready for infusion, but, being infused, the stand by function was activated and deactivated in an interval of approximately two minutes. On 1/19/2021, at 12:34:17, with an infusion scheduled, but not started; the stand by function was activated and deactivated in an interval of approximately 01 hours and 43 minutes; and then a new schedule was made. Simulation: we simulated an infusion, at a rate of 100ml / h, and stopped it for 10 minutes; the mechanical locking devices of the equipment interrupted the flow as expected and there was no dripping in the flexible chamber. In the three situations analyzed in the history, the stand by function was selected, started and stopped by the user when there was no infusion being performed. Considering that the mechanical infusion flow blocking devices are working perfectly, we conclude that the free flow complaint cannot be confirmed.

Manufacturer narrative:
This report has been identified as b.braun (B)(4) ag internal report (B)(4). The affected device has been requested to send it for investigation to bbm complaint processing. A follow-up will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "free flow". According to the customer: "continuous flow with the equipment paused. During the cardiac procedure of the patient (B)(6), dr. (B)(6), there was the opening of an adverse event for the infusion pumps, it was reported that the pumps made the infusion even in stand-by. The bombs were opened and sent to the 2nd floor. When he arrived in the room, he had already disassembled the first 2 pumps of the event, when driving the eng to the 3rd pump, when he arrived in the room the dr. Was replacing the pump equipment and there was no more unwanted infusion, but even so the pump was separated for analyze."